Event description:
New information received noted that programming changes were made. The patient appeared to be in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of transmission showed that a recorded supraventricular tachycardia episode was inappropriately classified as a ventricular tachycardia episode. No intervention was performed. The patient condition could not be obtained.